Manufacturer narrative:
(B)(4). We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What was the initial surgical procedure? What were the indications for surgery? Were any issues noted intraoperatively during initial procedure? How was the hematoma identified? How was the infection diagnosed? Were any cultures completed? Why is it believed there is a correlation between the hematoma and infection? What were the indications for 2nd procedure? How was the infection and hematoma treated? What is the current patient status?

Event description:
It was reported that three weeks post operative the patient presented with a large hematoma on the staple line due to an infection. It is unknown how the the hematoma and infection were treated. The patient is recovering and it has been four months with no other issues.